Event description:
Baxter (B)(4) received a report that an folfusor had no flow during patient infusion. The device was filled with solution containing fluorouracil and glucose. This condition has the potential to interrupt therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one folfusor sample with approximately 130 ml of fluid in the reservoir. The reported problem of no flow - non delivery was not confirmed. Visual examination of the sample showed no signs of blockage or abnormality in the delivery tubing or the reservoir that could have caused the reported problem. Functional testing occurred by removing the luer cap from the distal luer and evidence of flow was immediately observed at the distal luer. Flow continued without stopping or difficulty. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.